Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt stopped feeling his stimulation and could not adjust any settings with his pt programmer. He rec'd a message on the programmer to call his physician. Further interrogation of the pt's device showed that the battery life was low. It was noted that the neurostimulator voltage was reset to zero when first interrogated. Impedance measurements were tested a few days later and the device battery was shown to be okay. Impedance values were > 4000 ohms on most of the electrode pairs. The device was removed. No pt injuries were reported. Further info was requested.